Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This system was explanted due to latent pocket infection secondary to leg ulcer infection. The system remains at the hospital and has not been returned. Should additional information become available, this event will be updated.